Event description:
Pt confirmed back to back readings on the ss meter were 315 and 157 mg/dl. Initial reporter stated pt was feeling cold at the time tests were done. Lfs rep discovered that pt often adds a second drop of blood to the pink test square on the strip if the confirmation dot does not turn completely blue. Pt was informed that more than one drop (as well as too much blood) will provide an inaccurate result. Control solution test result provide an inaccurate result. Control solution test result (121) was in range (91-136). There was no allegation of harm.